Event description:
It was reported that an occlusion alarm occurred. The customer's blood glucose (bg) was ¿high¿, however, a specific value was not provided. Bg level was addressed with a manual injection. A systems check was performed with tandem technical support and no issues were identified. The customer successfully changed pump supplies and resumed insulin delivery after the systems check.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.